Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had severe negative reactions to the spinal cord stimulator (scs) implant. The patient experienced pain, nausea, vomiting, pelvic pressure, and incontinence. The patient was admitted to the hospital to help manage the pain, however, nothing helped. Magnetic resonance imaging (MRI) was done and everything came back clear. The physician did not find anything and there were no concerns from a surgical perspective. It was added that the patient may have experienced the symptoms before the scs implant. The physician was not comfortable leaving the device in and opted to remove the scs system. The patient still had incontinence but was stable postoperatively.